Manufacturer narrative:
(B)(4). The patient was born on an unreported date in (B)(6). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unknown cause. It was not reported whether the pt was hospitalized prior to death. It was not reported if an autopsy was performed. Dianeal, extraneal and nutrineal therapies were ongoing until the time death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis could not be completed. The cause of death could not be identified with the available information. Should additional relevant information become available, a follow-up will be submitted.